Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing difficulty charging their ipg due to their battery position. Patient has to maintain an uncomfortable position to charge their ipg and were unable to maintain position long enough to obtain a full charge. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Updated a4- patient weight based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.